Event description:
A nurse reported during a cataract extraction with intraocular lens implant procedure while in phaco mode the 'screen went blank and the IV pole would not respond and the unit would not phaco." Surgery was completed using an alternate system with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).